Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was tested on a calibrated resistance test box and was found to be within specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet alcon specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure with intraocular lens implant the patient experienced a corneal burn. Entry was made with the phacoemulsification (phaco) handpiece into the incision tunnel. The surgeon delivered two to three phaco "shocks" with no effect at the opening and immediately there was thermal shrinkage of the tunnel roof. A suture was required at the end of the surgical procedure. Additional information was requested but not yet received.